Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. The alarms included trace pointers were invalid alarm, history pointers failed and the history pointers corrupted alarm, post-reset ram alarm, software error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current test. High sleep current and pump error 63 alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Pump error 63 alarm found in the pump history on (B)(6), 2021 at 10:06 and during self test with variable (03). Pump error 63 alarm due to hardware error (line number 367 file number 37). Pump error 53 alarm on (B)(6), 2021 at 16:55. Pump error 53 alarm due to software error (line number 5632 file number 2005). (2) pump error 68 alarm on (B)(6), 2021 at 16:56 and 16:57. (3) pump error 49 alarms on (B)(6), 2021 at 16:56, 16:57:08 and 16:57:20 and (4) pump error 23 alarms on (B)(6), 2021 at 16:57:29, 16:57:36, 17:39:03 and 17:39:41. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unable to determine the root cause of high sleep current, pump error 23/68/49, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Pump error 53 alarm confirmed due to software error. Pump error 23/68/49 alarm and high sleep current due to faulty electronic assembly. Pump error 63 alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Cosmetic damage found on keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.